Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with all operating currents within specification and passed functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected off no power, weak battery, bad battery, low battery, battery out limit or failed battery test alarms were noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed battery out limit during normal use. The customer's blood glucose reading was 340 mg/dl at the time of incident. Troubleshooting found that after a new battery was installed, the pump did not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.